Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7112661. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7111759. UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief and program optimization was able to cover painful areas, however, patient did not believe that the spinal cord stimulator (scs) ever worked. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility. No device malfunction was suspected.